Manufacturer narrative:
No devices were returned to the manufacturer. The site refused to return the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues with the spine clamp. The surgeon was having issues engaging the clamp on the spinous process. The threads on the clamp looked worn down and the surgeon grabbed another clamp to complete the procedure. There was a less than 5-minute delay to the procedure and no impact on patient outcome.